Manufacturer narrative:
Additional information (10-dec-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Calibration and quality control (qc) recovery was within the customer¿s expected ranges. The customer reported that there were several power surges on the date of the event causing other equipment to stop completely more than once, but in the case of dimension, the uninterruptible power supply (ups) continued to work. The customer got several errors several times on the instrument. Hsc concluded that there was no issue with the tacrolimus (tac) assay and the cause of the event was consistent with electricity/power surge issues, which also led to many errors' codes being generated. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00299 was filed on 02-dec-2024. Correction: sections d1, d2, and d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 is left blank as the device manufacture date for the instrument is not available. Section h8 has been updated to reflect the usage of device for the instrument.

Event description:
The customer reported to siemens that they obtained erroneous tacrolimus (tac) results on forty-four (44) patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician and were questioned. The same samples were reprocessed on the same dimension exl 200 integrated chemistry system. The reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous tacrolimus (tac) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneous tacrolimus (tac) results obtained on forty-four (44) patient samples on a dimension exl 200 integrated chemistry system. Siemens is evaluating the event.